Manufacturer narrative:
Device evaluation : lens was returned in a micro- centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticm5_13.2, -8.5/1.5/74 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.